Event description:
The company was informed that the pt underwent surgery for pe tube placement in 2009. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.